Event description:
It was reported from the system longevity study that within approximately five months of implant the patient had extracardiac stimulation from the left ventricular (lv) lead. The pacing polarity of the lv lead was reprogrammed and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.